Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during this alta target market release (tmr) using a swan-ganz iq catheter, the dpdt rv value (111 mmhg/s) was much lower than the dpdt obtained using the echo to graph the waveform of the rv (699 mmhg/s). There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
Updated: b5 (event description), g6 (type of report), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). Added: h2 (type of follow-up). The device of the reported complaint was not returned for evaluation; however, images and software logs were provided. Review of the provided images and software log confirmed normal device behavior. The appropriate error messages were displayed to warn the user that they would be unable to analyze boluses. The allegation of inaccurate rv values when compared to echo was unable to be confirmed, as there was no clinical data / echo data / timestamps provided to compare with the software log. The product non-conformance was unable to be confirmed as the product was not returned. There was no evidence of product non-conformance or labeling/IFU inadequacies identified. Based on the information obtained, the root cause of the alleged complaint was unable to be determined. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this alta target market release (tmr) using a swan-ganz iq catheter, the dpdt rv value (111 mmhg/s) was much lower than the dpdt obtained using the echo to graph the waveform of the rv (699 mmhg/s). Additionally, thermodilution was tried to be completed but it remained on baseline calculation about 10 minutes and, after that, no values were provided. In the meantime, several error messages were displayed due to values out of limits. Furthermore, at the time of injecting the bolus, an error message saying that injectate temperature was not low enough was displayed, being that the bolus was cold. The issue was solved by moving the limits and clearing the alarms. There was no allegation of patient injury.